Event description:
Dr (B)(6), dr (B)(6) use geistlich bio-oss collagen consisting of 90% geistlich bio-oss granules with the addition of 10% porcine collagen to repair severed facial nerves. The material is approved for use in bone grating, bone graft materials should not be placed in the nerve canal, let alone to repair a nerve. Severed / dissolved facial nerve. FDA safety report ID# (B)(4).